Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set tubing and from inside of the cycler set door of their cycler after ending their pd treatment. The patient reported receiving two air detected in cassette alarms during fill 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient is in possession of a replacement cycler. A replacement cycler was issued to the patient for a previous event, however the patient reported that they continued to use their old cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The old cycler is available for return. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set tubing and from inside of the cycler set door of their cycler after ending their pd treatment. The patient reported receiving two air detected in cassette alarms during fill 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient is in possession of a replacement cycler. A replacement cycler was issued to the patient for a previous event, however the patient reported that they continued to use their old cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The old cycler is available for return. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for evaluation. A visual inspection of the cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door, on the safety camp, and on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A 3 hour accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump, on the baseplate under the pump, behind mushroom heads a & b, and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. There were visual indications of fluid clogging the hp3 filter. Fluid in the hp3 filter is a related failure to the reported symptom code air detected in cassette warning. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set tubing and from inside of the cycler set door of their cycler after ending their pd treatment. The patient reported receiving two air detected in cassette alarms during fill 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient is in possession of a replacement cycler. A replacement cycler was issued to the patient for a previous event, however the patient reported that they continued to use their old cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The old cycler is available for return. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set tubing and from inside of the cycler set door of their cycler after ending their pd treatment. The patient reported receiving two air detected in cassette alarms during fill 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient is in possession of a replacement cycler. A replacement cycler was issued to the patient for a previous event, however the patient reported that they continued to use their old cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The old cycler is available for return. Additional information was requested, however to date has not been provided.